Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had arterial waveform issue. The arterial waveform on the device screen was not appropriate; it was very dampened and inaccurate. This led to patient's augmentation (diastolic blood pressure) to decrease to very low numbers (60s). An x-ray showed that the patient's device was in the correct position, unchanged from previous x-rays, therefore the arterial reading was incorrect.the arterial transducer tubing and bag was changed, with no change in the reading. After changing the entire console and the reading was appropriate and augmenting correctly, in the 100s¿.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected field: h6 (component codes).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b1, b5, h1, h6(health effect ¿ clinical code, health effect ¿ impact codes). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had arterial waveform issue. The arterial waveform on the device screen was not appropriate; it was very dampened and inaccurate. This led to patient's augmentation (diastolic blood pressure) to decrease to very low numbers (60s). An x-ray showed that the patient's device was in the correct position, unchanged from previous x-rays, therefore the arterial reading was incorrect.the arterial transducer tubing and bag was changed, with no change in the reading. After changing the entire console and the reading was appropriate and augmenting correctly, in the 100s¿. There was no patient injury or harm reported

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings, investigation conclusion, component codes).

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected data: d9 (returned to manufacture date). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The logs showed multiple fault # 50 codes. The fse replaced the executive processor pcb was replaced as a precaution. The product passed all functional and safety tests per manufacturer specifications. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department wayne, the failure analysis and testing department received the following part associated with this complaint: exec processor board this part was received with a reported unit failure message of arterial waveforms inaccurate and augmentation decrease. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed exec. Processor board into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications and cardiosave service manual, performed all functional tests and passed. The fat dept. Did not observe inaccurate arterial waveforms and augmentation decrease during cardiosave test fixture pumped. The fat dept. Could not verify the failure message of inaccurate waveforms of arterial and augmentation to decrease. Exec. Processor passed testing. Retaining exec. Processor board in the fat dept. Per sop.

Event description:
N/a.